Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that five months following bilateral lasik treatment, the pt presented with refractive error and blurred vision in the right eye. A lasik enhancement was performed. One week after the enhancement, the pt presented with epithelial defects and sub-flap debris were detected. Four weeks after the enhancement, the pt continued to experience blurred vision. Additional info has been requested.